Manufacturer narrative:
The product was returned with the membrane completely unfolded and blood found on the exterior of the catheter. The extender tubing was also returned. A kink was found on the catheter tubing and inner lumen near the y-fitting approximately 76.2cm from the iab tip. An underwater leak test of the balloon, catheter, y-fitting, extracorporeal and extender tubing was performed and no leaks were detected. A sensor output test was performed and the sensor was found to be within specification the iab was placed on the cs300 pump and the iab did not inflate. The condition of the iab as received indicated a kink in the catheter tubing and inner lumen. It is difficult to determine when or how a kink in the catheter occurs. Although we did not repeat the alarm in the laboratory setting, the kink found on the catheter tubing of the returned device restricted the gas passage and resulted in poor inflation. The evaluation confirmed the reported catheter restriction problem. We were not able to confirm the reported difficult/unable to monitor pressure/waveform, as the sensor functioned within specification. A non-conforming material report review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Analysis of production (3331/213) - the device history records review concluded that there were no ncmrs, rework, or deviations documented for the reported lot/serial number. Based on the review results, it was determined that there is no relation between the manufacturing process and the reported failure. Historical data analysis (4109/213) - the review of the historical data was performed. Trend analysis (4110/213) - the overall complaint trend data for the period may-19 to apr-21 was reviewed. Communication/interviews: (4111/213) communication/interviews were performed to obtain all possible information. Reference complaint # (B)(4).

Manufacturer narrative:
Additional reporter: (B)(6). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed. Complaint record ID # (B)(4).

Event description:
It was reported that immediately after inserting the intra-aortic balloon (iab), the console generated an iab catheter restriction alarm. The balloon pressure waveform indicated very restricted movement and no augmentation. The iab was removed and a new one was placed without issue. There was no patient harm or adverse event reported.